Manufacturer narrative:
Manufacture reference number: (B)(4). This MDR was previously submitted under 3004904811-2016-00133 (bc201612-0439) with the incorrect manufacture site.

Event description:
According to the reporter, during an esophageal procedure, the account was unable to upload data from the recorder to the work station. A repeat procedure will be necessary due to the alleged device malfunction. The last known patient status is that she is stable. There was no harm or injury to the patient or user. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: the bravo recorder was received in the lab without data into (all data presumably has been deleted by user). According to description of the customer main suspected the cause for the reported problem is corrupted data. The bravo2 recorder physical examination in compliance lab: calibration by capsule simulator and transmission test were successfully, performed test study and download the study data successfully. Recorder physical examination conclusion is that recorder function properly without any problems. A review of the DHR indicating that the product was released meeting finished product specifications. The device was being used for diagnosis. The product was reported condition or incident. The device as received meet to specifications. The conclusion of the investigation is: suspected data is corrupted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, the account was unable to upload data from the recorder to the work station. A repeat procedure will be necessary due to the alleged device malfunction. The last known patient status is that she is stable. There was no harm or injury to the patient or user. No other known adverse events were reported. From (B)(4)-according to the reporter, customer called to report that after the bravo recorder uploaded to 100% nothing happened. The device operator attempted turning off the recorder then back on per tech support, confirmed it had the latest firmware version and uninstalled and re-installed the drivers. Per the customer the recorder was returned by the patient two days prior and they were positive no one could've handled it to delete the data. They also weren't aware that they should check the status led when the recorder is returned by a patient. There was no harm to the patient or user, but a repeat procedure was necessary. From (B)(4) according to the reporter, during an esophageal procedure, the account was unable to upload data from the recorder to the work station. A repeat procedure will be necessary due to the alleged device malfunction. The last known patient status is that she is stable. There was no harm or injury to the patient or user. No other known adverse events were reported.